Event description:
This supplemental report is being filed to provide additional information that that this device had a battery depletion error. A review of device downloaded memory was done by technical services and premature battery depletion was confirmed. The device remains implanted, however technical services recommended explant. There were no adverse patient effects. It was reported that the device had a latitude report with missing implant date information. A review of device downloaded memory was done by technical services and a patient data (pd) alert was confirmed. The pd error is due to benign corruption of the programmer reserved ram. Technical services advised that the original implant date will be permanently lost and replaced with the date that device was setup. The clinic should consider adding a patient note to indicate the correct date of implant. There is no impact on therapy. There were no adverse patient effects. The device remains implanted.

Manufacturer narrative:
Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment.

Event description:
It was reported that the device had a latitude report with missing implant date information. A review of device downloaded memory was done by technical services and a patient data (pd) alert was confirmed. The pd error is due to benign corruption of the programmer reserved ram. Technical services advised that the original implant date will be permanently lost and replaced with the date that device was setup. The clinic should consider adding a patient note to indicate the correct date of implant. There is no impact on therapy. There were no adverse patient effects. The device remains implanted.

Event description:
It was reported that the device had a latitude report with missing implant date information. A review of device downloaded memory was done by technical services and a patient data (pd) alert was confirmed. The pd error is due to benign corruption of the programmer reserved ram. Technical services advised that the original implant date will be permanently lost and replaced with the date that device was setup. The clinic should consider adding a patient note to indicate the correct date of implant. There is no impact on therapy. There were no adverse patient effects. The device remains implanted.

Manufacturer narrative:
07/08/2024. This supplemental report is a correctional report. It is being submitted to update the report details tab, bsc aware date from june 3, 2024, to the correct date of july 3, 2024. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. This supplemental report is being filed to provide additional information that that this device had a battery depletion error. A review of device downloaded memory was done by technical services and premature battery depletion was confirmed. The device remains implanted, however technical services recommended explant. There were no adverse patient effects. It was reported that the device had a latitude report with missing implant date information. A review of device downloaded memory was done by technical services and a patient data (pd) alert was confirmed. The pd error is due to benign corruption of the programmer reserved ram. Technical services advised that the original implant date will be permanently lost and replaced with the date that device was setup. The clinic should consider adding a patient note to indicate the correct date of implant. There is no impact on therapy. There were no adverse patient effects. The device remains implanted.